Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having headache, high risk for stroke and heart attack. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging anissue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experiencing headaches and had a heart procedure recently. The reported events of headaches, heart surgery and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and observed an unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an accessory port flip door, sd card, or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. An internal visual inspection of the device was completed by the manufacturer and observed an unknown contamination in the tracks of the ui panel. There is a slight unknown white dust contamination found on the blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device's event logs were downloaded and reviewed by manufactuer. The manufacturer found no errors. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown observed in the base unit, but observed the presence of contamination in the airpath. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, medical device problem code,type of investigation,investigation findings and investigation conclusions has been updated.